Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that the collar was detached at the end of the hypotube, the shaft was kinked 1cm from the tip, and the tip was flattened damaged. The damage to the device is consistent to damage that can be caused due to handling of the device after unpackaging and during preparation.

Event description:
It was reported that the device was broken. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, while taking the guidezilla ii out of the hoop, it was noticed that the product was broken in two pieces. Furthermore, a device kink was also noted from the proximal part of the device. Another of the same device was used to complete the procedure. No patient complications reported.

Event description:
It was reported that the device was broken. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, while taking the guidezilla ii out of the hoop, it was noticed that the product was broken in two pieces. Furthermore, a device kink was also noted from the proximal part of the device. Another of the same device was used to complete the procedure. No patient complications reported.